Manufacturer narrative:
UDI#: (B)(4). Concomitant medical products: item: femoral head sterile product, catalog #: 00801803202, lot #: 63966799. Item: cable cerclage cable with, catalog #: 00223200418, lot #: 64006706. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on june 28, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with fitmore, hip stem, uncemented, offset b (extended)/6, taper 12/14 on the left side. Subsequently, approximately three weeks post implantation the patient underwent revision surgery due to loosening and pain.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: migration, loosening. Event summary: it was reported that a cementless fitmore hip stem was implanted on the left side on (B)(6) 2018 and following subsided on (B)(6) 2018. Cables were used to maintain fixation. On (B)(6) 2018, a revision was performed to remove the stem and replace it with a longer stem due to pain and loosening. Review of received data: no medical data such as x-rays, surgical notes describing the description of procedure and findings, or any other case-relevant documents received. No patient information was provided. However, a document was received which summarises the implanted devices during the three surgeries on (B)(6) 2018. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: aseptic loosening of stem, dislocation in short and long term, bone fracture due to incorrect distribution of load due to wrong design leads to torsion, tilting or subsidence not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem due to incorrect implant/rasp dimensioning leading to proud/low seating of stem not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, bone fracture due to insufficient primary stability due to design not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, stress shielding, bone stock changes, osteolysis, heterotopic ossifcation, bone fracture due to insufficient secondary stability due to design not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening due to insufficient secondary stability due to surface structure of coated stem not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Metalosis, dislocation, aseptic loosening of stem, fracture of stem neck due to excessive wear due to micromotion in taper connection or decreased fatigue strength in neck region not possible, as neither micromotion nor wear has been reported as the reason for the performed revision surgery. Metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection (e.g fretting) not possible, as neither micromotion nor wear has been reported as the reason for the performed revision surgery. Asepctic loosening due to wrong rasps / handles used possible, as the usage of wrong instruments may lead to implant migration or loosening. Inadequate restoration of joint kinematics (e.g. Center of rotation, leg length discrepancy) due to wrong implant size selected possible, as the implantation of a wrong implant size may lead to wrong restoration of the joint kinematics and / or implant migration / loosening. Inadequate restoration of joint kinematics (e.g. Center of rotation, leg length discrepancy) due to incorrect position of stem implant possible, as malpositioning of the implant may lead to wrong restoration of the joint kinematics and / or implant migration / loosening. Inadequate restoration of joint kinematics (e.g. Center of rotation, leg length discrepancy) due to wrong implant size selected possible, as the implantation of a wrong implant size may lead to wrong restoration of the joint kinematics and / or implant migration / loosening. Aseptic loosening due to selection of wrong components possible, as the usage of wrong instruments may lead to implant migration and / or loosening. Conclusion summary: it was reported that a cementless fitmore hip stem was implanted on the left side on (B)(6) 2018 and following subsided on (B)(6) 2018. Cables and a new head with offset +0 were implanted on (B)(6) 2018 to maintain fixation. Finally, on (B)(6) 2018, a complete revision was performed to remove the stem and replace it with a longer stem due to pain and loosening. Further, the head and the cerclage cables were replaced as well. The dimensions of the stem's cross-sections are inspected during manufacturing with a 3d measuring machine according to inspection plan. Moreover, the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Nevertheless, it is possible that the stem subsides after implantation. Potential causes include, but are not limited to, insufficient primary stability, inappropriate implant positioning or choice of wrong implant, inappropriate surgical procedure and impacting patient conditions. Neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted fitmore stem were received; therefore the condition of the device is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.